Event description:
Customer reported the system vertical lift column is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a broken cable in the vertical lift column. Awaiting customer approval for repair.